Manufacturer narrative:
Additional product code: hwc. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Phone number: (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Manufacturing date: february 17, 2015. Expiry date: february 01, 2025. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported on (B)(6) 2015 the patient was treated with the pfna (proximal femur nail) for a pertrochanteric fracture. Sometime after, the patient felt an improvement in his condition along with physiotherapy and he walked more and stepped on more frequently on the injured leg. The patient started to feel strong pain in the operated hip; he denied any kind of injury. X-rays were taken; the blade had migrated. This provided x-rays were reviewed by the manufacture and the device failure could be confirmed. This is report 2 of 2 for (B)(4).